Event description:
Customer reported a decreased oxygen transfere using an optima over a period of one hr which reportedly resulted in a pt death. With an fio2 of 100% and a gas flow rate of 9 lpm the po2's were: 517 mmhg (1:26 pm), 403 mmhg (1:36 pm), 357 mmhg (1:54 pm), 152 mmhg (2:15 pm), 144 mmhg (2:30 pm), 127 mmhg (2:45 pm), and finally ending at 43 mmhg (3:00 pm).